Event description:
Patient 2 months status post tfn nail procedure, implanted on (B)(6) 2011, presents to emergency room on the evening of (B)(6) 2012, complaining of hip pain. X-rays revealed that the helical blade had migrated out of the femoral head. Patient was returned to operating room on (B)(6) 2012, and all hardware was removed, patient was revised to a hemiarthroplasty. This is two of two reports for this event.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn as no product was returned.